Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms while on battery power while using the 14v battery clip could not be confirmed from the information provided. The clip was inspected by a vad coordinator and a miscommunication was found. The clip was exchanged. No log files or photos of the event were submitted, and the clip was not returned for analysis. Multiple attempts were made asking if the alarms resolved after the exchange and to get the tracking number for the clip, but the customer did not provide any additional information. From the information provided a root cause for the reported event could not be determined through this analysis. The heartmate 3 instructions for use was available at the time of the event. Section 1, entitled ¿introduction¿ states the clips transfer battery power to the system controller via the controller¿s power cables. Without battery clips, the batteries cannot transfer power to the system. Section 3, entitled ¿powering the system¿, cautions the user to clean the clips at least once a month, dirty clips can affect the operation of the system. The heartmate 3 patient handbook was available at the time of the event. Section 3, entitled ¿powering the system¿, explains how to insert the 14v battery into a 14 v battery clip. The same section also explains how to connect the heartmate 3 controller to heartmate batteries, cautioning the user to not join misaligned connectors. An improper connection could cause damage to the system. Section 5, entitled ¿alarms and troubleshooting¿, explains how to handle power cable disconnect alarms. The heartmate 3 patient handbook also cautions the user to call their hospital contact if they are uncomfortable with the functionality of their device. The hospital contact can check the equipment and order replacements if needed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient arrived at the clinic on (B)(6) 2024 with a complaint of power cable disconnect alarms occurring while on battery power with one battery clip. The intermittent connection issues only occurred on the one battery clip. The ventricular assist device (vad) coordinator investigated the battery clip and found a miscommunication, the battery clip was exchanged. The event required intervention to prevent permanent damage.